Manufacturer narrative:
Final analysis found that the hybrid substrate was contaminated and that created a short, which was the cause of the high current drain. No complaint was received with return of the device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.